Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the surface of the tip and foreign material adhered to surface of distal end including objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: b5 updated, h3, h6, remove 4110 and added 3331, updated h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device. The foreign material was silica and organic silicone which were originated from chemical such as anti-foaming agent, not from an endoscope. It's likely that the cause of the adhered foreign material as insufficient precleaning and/or rinsing, the device was not properly dried by detaching all valves etc, in storage, or the like. A definitive root cause cannot be determined. We confirmed that IFU reprocessing manual states inspection methods on the suggested event in chapter 5, 5.5 manually cleaning the endoscope and accessories - clean the external surfaces. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the surface of the tip. There were no reports of patient involvement.